Manufacturer narrative:
The following fields have been updated with corrections: h.3. Reason code for no evaluation: other. H.3. If other specify: see h.10 h3 other text : see h.10.

Event description:
It was reported that bd vacutainer® serum blood collection tubes was missing the label. This occurred on 3 occasions before use. The following information was provided by the initial reporter: the complaint product was found during labelling process. When we open the carton and remove the product from the carton, we found complaint product (missing label).

Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® serum blood collection tubes was missing the label. This occurred on 3 occasions before use. The following information was provided by the initial reporter: the complaint product was found during labelling process. When we open the carton and remove the product from the carton, we found complaint product (missing label).